Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant the cutting wire was failing to release the bowed shape. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (cutting wire will not unbow). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant the cutting wire was failing to release the bowed shape. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length of the tome device was severely twisted and the guidewire channel appeared opened up/ damaged at multiple places. The exposed cut wire was found to be in relaxed condition. A functional evaluation found that the exposed cut wire could be relaxed as intended when the device handle was pushed back. The cut wire was intact/ relaxed and not in a dome shape as indicated by the customer. After initial advancement of a guidewire through the guidewire channel, the guidewire popped out of the damaged channel. The condition of the returned unit was not fully consistent with the customer complaint that the cutting wire was failing to release the bowed shape. However, based on the investigations results of opened up/ damaged guidewire channel , the device is otherwise damaged. The twisted working length, damaged guidewire channel and difficulty advancing the guidewire through the tome are likely due to customer usage/ handling (procedural factors) and the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that one other complaint exist for the specified lot for guidewire popping out of the guidewire channel from the same customer.